Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning for out of range impedance. It was also reported that the right atrial (ra) lead exhibited high impedance. The rv lead was revised and remains in use. The ra lead remains in use. No patient complications have been reported as a result of this event.